Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of needle retraction failure were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. H3 other text : see h10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a loose needle, and the needle being unable to disengage. The following information was provided by the initial reporter: we had a rn start an IV using this product and the sharp did not retract appropriately. Instead it was loose from the receptacle.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a loose needle, and the needle being unable to disengage. The following information was provided by the initial reporter: we had a rn start an IV using this product and the sharp did not retract appropriately. Instead it was loose from the receptacle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.